Event description:
A united states distributor returned a monitor indicating that the monitor would not power on.

Manufacturer narrative:
Device evaluation summary: devcie evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, there was corrosion on the j1 and j101 connectos, the jtag board, and the lcd screen. The cause of the inability to power on is the corrosion. The root cause of the corrosion is liquid ingress of an unk contaminant. No adverse event resulted from the damage monitor.